Event description:
End user reported injuring her hand while operating her motorized wheelchair and simultaneously walking her dog on a leash. Allegedly, the dog leash was wrapped around her left index finger when it got caught in the drive wheels causing her left index finger to be severed.